Event description:
It was reported by repair work order that the power load trolley was stuck in the elevated position and could not be fully lowered which could prevent loading and unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.